Manufacturer narrative:
(B)(4): this customer reported that the xl did not discharge for the ventricular tachycardia (vt). There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the xl did not discharge for ventricular tachycardia (vt). There was no report of any negative patient impact.